Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump shutdown due to the customer not charging the pump. Customer experienced an elevated blood glucose (bg) level of 511 mg/dl. A correction bolus was delivered to address bg. The pump was charged and insulin delivery was resumed.